Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Information available indicated that " coil came out of packaging stretched out, and caused a thrombus to form in the patient's l ica and a1 arteries". The target dfu states "advance and retract the target detachable coil carefully and smoothly without excessive force. If unusual friction is noticed, slowly withdraw the target detachable coil and examine for damage. If damage is present, remove and use a new target detachable coil. If friction or resistance is still noted, carefully remove the target detachable coil and microcatheter and examine the microcatheter for damage." As the target coil was damaged during removal from the packaging and then advanced into the patients anatomy causing a thrombus to form, an assignable cause of use error will be assigned to this event.

Event description:
It was reported that during coiling procedure thrombus formed in the patient¿s left internal carotid artery (ica) and a1 arteries. Suction embolectomy was performed to pull the clot out and intra-arterial tpa along with reopro were administered to the patient. The patient woke up from anesthesia with no immediate neurological deficits after the procedure. No further information is available.

Manufacturer narrative:
Device is not available.

Event description:
It was reported that during coiling procedure thrombus formed in the patient¿s left internal carotid artery (ica) and a1 arteries. Suction embolectomy was performed to pull the clot out and intra-arterial tpa along with reopro were administered to the patient. The patient woke up from anesthesia with no immediate neurological deficits after the procedure. No further information is available.